Event description:
Pt reported obtaining back-to back blood glucose results of 203 mg/dl, 158 mg/dl and 105 mg/dl ,while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.